Event description:
On (B)(6) 2023, the customer reported that the magnets of her reusable milk containers had fallen off, with one magnet ending up in the pot she used for sterilizing and, subsequently, in her food. The other magnet from her container is reportedly missing.medwatch report (B)(4) corresponding to this issue was received on (B)(6) 2023.

Manufacturer narrative:
Customer reported that magnets had fallen out of her willow 3.0 breast milk containers, with one of the magnets unrecovered. Previously, on (B)(6) 2023, customer reported to willow customer care that a magnet from her reusable milk container came off and the container was not recognized by the pump. Customer has been given replacement containers and pumps. Customer has not shared her cleaning method, containers have not been returned and lot numbers have not been reported. A manufacturing review was conducted on the pump device history record and no nonconformances were noted in the production of the pumps that mated with the containers. Since commercialization of the willow 3.0 breast milk container in 2019, trend analysis reveals that there has been only 1 other reported incidence of a magnet falling out of the milk container during use. We will continue to monitor trends for this failure mode. Based on the information provided, it cannot be definitively concluded that a defect in the milk container caused or contributed to magnets coming out of the container.